Manufacturer narrative:
.

Event description:
It was reported that the pt experienced a loss of therapeutic effect from her interstim device after traveling through a theft detector at wal-mart. The pt noted, that her device was on at the time. Further info is being requested from the hcp.